Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected shutdown occurred. Customer's blood glucose (bg) level ranged from 50-400 mg/dl. Reportedly, the low bg was caused due to user error and delivering the incorrect insulin amount via a bolus. Customer addressed bg level by drinking orange juice and taking a glucose tablet. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer had manual injections as alternate insulin therapy.